Event description:
My animas 2020 ir insulin pump failed and gave me 200 units of humalog insulin. I was taken by ambulance to hospital around 4 am after my mother found me unconscious in my bed. When she ripped my infusion set out, my insulin pump was alarming that I was out of insulin. I had filled the new cartridge with 208 units of humalog at 12 am. When she checked my blood sugar, it was "lo" on the meter. From the hospital, I was taken by ambulance to medical center where I spent 3 days in the ICU. In 2009, I was transferred by ambulance to another medical ctr, where I am inpatient until early the following month, when I was released. I contacted animas corporation today and I was told to file a complaint with the FDA. Dates of use; 2009. Diagnosis: diabetes mellitus - type 1. Event abated after use: yes